Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented with chest pain. An ultrasound was performed and cardiac perforation resulting in pericardial effusion was observed. The patient was treated with pain medication and a steroid treatment. The right atrial (ra) leadless pacemaker remains implanted and no additional intervention was required. The patient was in stable condition. It is unknown if the physician considers the cardiac perforation to have occurred during or post implant procedure.

Event description:
Additional information was received indicating the physician did not consider the pericardium effusion to be due to cardiac perforation and cardiac perforation was not observed via diagnostic imaging.